Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported a ¿lead ii auto ll faulted¿ message on a cardiosave intra-aortic balloon pump (iabp) during therapy. Troubleshooting included testing with an alternate ECG cable, after which the fault message cleared and normal ECG monitoring resumed. No harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11 it was reported by the customer through the emergency support program esp that during use, the cardiosave intra aortic balloon pump iabp displayed a lead ii auto ll fault message. There was patient involvement reported and no injury or harm reported. Esp representative was on call to evaluate and troubleshoot the unit. The customer reported the ECG leads and cables had been exchanged. However, the message remained active. The esp representative inquired whether the issue could be related to the pump. Troubleshooting included obtaining and connecting another ECG cable to rule out a pump related issue. Following replacement of the ECG cable, the fault message cleared on the monitor. The customer requested guidance regarding the defective cables. The esp representative advised him to coil the cables, label them do not use, and send to biomed for further testing and evaluation. In addition, the esp representative suggested he label the pump he acquired the ECG cable from missing ECG cable and notify the purchasing manager or charge nurse of the need for additional cables.

Event description:
N/a.